Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at end of service when received. The cause of the field event is high current due to an integrated circuit anomaly

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, premature battery depletion was suspected. No intervention has been performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.